Event description:
A customer reported the footswitch stopped responding to commands during surgery. The footswitch was exchanged and the case was completed following a 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch, the laser rfid (radiofrequency identification) pcb (printed circuit board), and the l5 vit valve. Preventive maintenance was performed. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).